Manufacturer narrative:
Batch review performed on 15 february 2024. Lot 2001994: (B)(4) items manufactured and released on 20-may-2020. Expiration date: 2025-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved. Batch review performed on 05 march 2024 on reverse shoulder system 04.01.0212 lat. Glenosphere 42xø27 (k193175) lot. 2219154 lot 2219154: (B)(4) items manufactured and released on 19-oct-2022. Expiration date: 2027-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to shoulder dislocation and the cause is unknown. At 3 days from primary, the surgeon revised the metaphysis and liner. A thicker metaphysis has been implanted to make the shoulder tighter. The surgery was completed successfully.